Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarm (alarm 1) occurred during basal deliveries and occlusion alarms were received. Additionally, it was reported that multiple, intermittent inaccurate fill estimates were received. Reportedly, the cartridge at the time of this event had been used for longer than 3 days and had been re-filled. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported impact to the customer's blood glucose level.